Event description:
It was reported that this pacemaker reverted to safety mode. Technical services was consulted and recommended emergent replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded at the facility and therefore will not be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services was consulted and recommended emergent replacement. The patient will be sent to rheinland klinikum dormagen for the replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this device was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. The device was discarded at the facility and therefore will not be returned for analysis.

Manufacturer narrative:
This device was discarded at the facility; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete.